Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection]. ·properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. ·never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted, a faulty scope socket was causing a b30 scope communication. Additionally, the lamp life meter was providing a reading of 500+ hours, and minor cosmetic damage was noted around the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was beginning to make a humming noise during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing a b30 scope communication error. This report is being submitted to capture the b30 scope communication error during the device evaluation.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the humming noise was occurring throughout the day, during both egd procedure and colonoscopies. Reportedly, the unit never stopped working, so all procedures were completed as scheduled with the subject device. According to the initial reporter, there were no patient issues as a result of the reported failure.